Event description:
It was reported by the customer, a routine microbiological culture was performed on the evis exera ii small intestinal videoscope. Preventive medicine at the facility stated the bacteria was from handling. The facility stated the scope tested positive on the entry of the biopsy channel and cylinders. Additional cultures will be performed, and the device will be kept in quarantine. The device will not be sent to olympus for evaluation. Additional scopes such as the intestinal videoscope, evis exera ii small intestinal videoscope, evis exera ii ultrasound gastrovideoscope, and the evis exera ill colonovideoscope tested positive as well. There was no reported contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause. The customer declined to provide copies of the culture test results. This complaint is related to patient identifiers; (B)(6) (intestinal videoscope, psf-1), (B)(6) (evis exera ii small intestinal videoscope, sif-q180), c22094473 (evis exera ii ultrasound gastrovideoscope, gf-uct180), and (B)(6) (evis exera ill colonovideoscope, cf-h190l).

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The automatic endoscope reprocessor (aer) was not cultured/tested. The air/water channel and auxiliary channel were flushed with enzimatico detergent. There was an aspiration of water through the instrument/suction channel as well. The instrument/suction channel, suction cylinder, instrument channel port, and distal end/areas around the elevator were manually cleaned with enzimatico detergent and non-olympus brushes. The scope was not manually disinfected. The scope was stored in an edc drying cabinet. The maintenance of the scope was performed by olympus. The scope was not sterilized. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus requested the culture results and return of the device for further testing the requests were denied. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.